Manufacturer narrative:
(B)(4). Investigation summary: the photo was received by bd for evaluation. A quality engineer was able to review the photo of an emerald 3ml from the provided material and lot number with the reported issue that the ¿plunger head of the syringe is damaged¿. The DHR was reviewed to checked for any quality notification reported from its production processes to its dispatch. There was no quality notification reported on this lot. No samples and one photograph were shared by the customer along with the registered complaint. Bd (B)(6) has also used retention samples of the provided material and lot number to investigate the reported defect. Based on investigation on the photograph, the defect is confirmed. As per the picture and investigation done on printing and assembly and flow wrap packaging machine, the possible root cause of crack plunger thumb is due to striking of plunger on ss sheet while online transferring of plunger from molding to hopper of assemble machine via conduit. We will implement silicon material in hopper at the area of plunger dropping to avoid direct striking of plunger onto ss sheet of hopper which was causing cracking of plunger thumb. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported emerald syringe 2ml had a damaged plunger rod. The following information was provided by the initial reporter: "plunger head of the syringe is damaged".